Manufacturer narrative:
Per the method sheet for vancomycin under interferences: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results. In very rare cases (less than 1 reported case per 1000000 tests) certain immunoglobulins can unspecifically interfere with the agglutination reaction leading to unreliable results." The investigation found the known interferent as the cause of the issue. This interference is covered in product labeling.

Manufacturer narrative:
The customer refused a service visit. The calibrations and qc results have been passing without any issues. The investigation is ongoing.

Event description:
The initial reporter received questionable high vanc3 vancomycin results for one patient from cobas 6000 c501 serial number (B)(4). The customer suspected some sort of interference was affecting the assay. On (B)(6) 2020, they drew a sample before any vanc dosing and recovered 138.6 ug/ml. On (B)(6) 2020, a new sample was drawn after vanc dosing and recovered 92.4 ug/ml. On (B)(6) 2020, a new sample was drawn and it recovered 84.3 ug/ml. He then sent an aliquot of the sample to a sister lab where they ran it on their siemens vista analyzer with a result of 9.7 ug/ml which was believed to be correct. The questionable results were reported outside of the laboratory.